Manufacturer narrative:
The device was not returned to edwards for evaluation because it was discarded at the hospital; therefore, the root cause for this event could not be conclusively determined. However, patient and procedural factors likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although cases of reoperation after annuloplasty repair are typically related to progression of the native valvular disease or a technical failure and not the annuloplasty ring or a device malfunction, the explanting surgeon indicated the ring was too small for this patient which led to the mitral stenosis preceding the mitral ring explant. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 28mm mitral annuloplasty ring, implanted three (3) days, was explanted for mitral stenosis secondary to a sizing issue due to a technical failure. Per reported information, this device was originally implanted to correct mitral regurgitation. This device was replaced with a 25 mm pericardial mitral valve with no adverse patient effects reported as a result of the ring explant. Through follow up with the surgeon, this case was reported as a sizing issue which led to mitral stenosis and an annuloplasty ring explant. An appropriate ring size for this patient was 30mm or 32 mm; however, the surgeon selected a size 28mm pericardial mitral valve for replacement. The patient status was reported as 'under treatment". The surgeon confirmed there was no malfunction of the annuloplasty ring. The ring was not returned for evaluation as it was discarded at the hospital.